Event description:
On (B)(6) 2012, the lay-user/patient contacted animas and reported elevated blood glucose (bg) levels. The patient claimed that she was hospitalized for dka. Prior to going to the hospital, the patient claimed that her bg level was over "600 mg/dl." During the hospitalization, the pump was removed from the patient. The patient was then put on lantus and humalog or regular insulin via injections. The patient indicated that her most recent bg level was "325 mg/dl." The patient alleged that she was hospitalized because, the pump stopped working. She stated that the she could not read the pump's screen and would have to go to the bathroom to read the pump's display. During the time of concern, the patient claimed that she was too sick to get up to go to the bathroom to read the pump's screen. The patient denied that she was taken to the hospital via ambulance. Through troubleshooting, the patient mentioned that the pump was in front of her and the cannula appeared to be bent. The patient was unsure of the details between the insertion of her last site and up to the hospitalization. However, she admitted that she was changing her supplies every 4-5 days. The patient was instructed by the animas representative involved in this contact to change the site/set/cartridge every 2-3 days. She was also instructed to ensure her insulin was good since the elevation of her bg's reportedly started with a new vial of insulin. The patient was advised to make sure her sites were ok too. The alleged display issue was not resolved with troubleshooting. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she was hospitalized for dka and the pump's display was hard to read. However, the alleged display issue is not likely to cause an adverse event. The issue is generally obvious and detectable by the user. Therefore, the detectable flaw may prevent the user from continuing use of the device impossible. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. At this time, it is unknown when the alleged display issue began in relation to when the elevated bg levels began. Also, it is unclear if the pump, infusion set, and/or use-error contributed to the patient's injury.

Manufacturer narrative:
(B)(4). Device evaluation: the pump was returned to animas and evaluated by product analysis on (B)(4) 2012 with the following findings: the daily insulin delivery totals correctly reflected the user's programmed basal rates. No boluses were observed in the bolus history from (B)(6) 2012 at 10:40 am until (B)(6) 2012 1:42pm. The display screen was dim. Setting the contrast to the highest setting did not improve the display. When a test display screen was used the display functioned properly. The battery compartment is cracked. A 29-hour flow accuracy test was performed. The pump passed the flow accuracy test and was found to be delivering within the required specifications.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.